Manufacturer narrative:
(B)(4). Uf/importer report# (B)(4). The device history review for product auto endo5 ml, lot number 73f1500229 investigations did not show issues related to the complaint.the device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier misfired or did not function as intended. The patient's condition was reported as fine.